Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a dislodged magnet. Revision surgery is planned but has not taken place as of the date of this report, (B)(6) 2011.